Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll australia; during the investigation, the technician determined that the customer atttempted to repair the device. As a result of the device being tampered with, component root cause could not be firmly established. This report closed as user attempted repair. The monitor board was replaced. The device was recertified and returned to the customer. The monitor board was sent to zoll medical corporation, united states for further evaluation; the board was scrapped. Analysis for reports of this type has not identified an increase in trend.